Manufacturer narrative:
The additional suture break proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly, the suture of the first proglide device broke. The suture of the second proglide device was tightened, but hemostasis was not achieved. Another proglide device was used and a suture break occurred. A non- abbott device, manual compression and a peripheral balloon were used, but hemostasis was not achieved. Vascular surgery was performed to achieve hemostasis. There was a clinically significant delay in the procedure or therapy. No additional information was provided.